Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump is giving her low alerts. Customer's current blood glucose was 144 mg/dl. Customer stated that the threshold suspend kept alerting. Customer's sensor glucose value was 52 mg/dl and her threshold suspend limit was 60 mg/dl. Customer was advised to change the sensor out since this is the first time that it has happened. Customer was advised to monitor the issue and to send the old sensor back.

Manufacturer narrative:
Sensor was tested and performed test and sensor failed test.